Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a red call doctor alert. Further investigation revealed high, out-of-range shock impedance measurements. The patient was brought into the clinic, where isometric maneuvers and arm movements were performed; however, the out-of-range values persisted. Technical services (ts) suspected the issue to be related to a connection problem, possibly involving the device adapter. A defibrillation threshold (dft) test was performed, and ts recommended performing tug tests at both junctures if a revision procedure is undertaken. Additionally, it was noted that the impedance measurement values were not consistently stored. This ICD and rv lead remain in service. No adverse patient effects were reported.